Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial flutter (af) using a faradrive sheath a needle punctured the dilator. The sheath was being used for the transseptal puncture when a non-boston scientific transseptal needle punctured the dilator. The dilator was replaced with another faradrive dilator, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Upon receipt at boston scientific's post market laboratory the dilator was first visually inspected, and it was noted there was damage to the tip that would be consistent with being punctured by a needle. Based on all available information the most likely cause was determined to be component failure due to the interaction with the non-boston scientific needle.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial flutter (af) using a faradrive sheath a needle punctured the dilator. The sheath was being used for the transseptal puncture when a non-boston scientific transseptal needle punctured the dilator. The dilator was replaced with another faradrive dilator, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been returned for analysis.